Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Troubleshooting was performed and all tests passed. Customer stated that the doctor did reduce her basal rates due to low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.